Manufacturer narrative:
Analysis of the returned stone cone nitinol urological retrieval coil revealed that the device partially closes and the blue/green coating was peeled off by 1.0 cm below the distal stop, exposing the core wire. Based on the condition of the returned device, the complaint was confirmed. Since the event was caused by handling of the device during preparation, the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used in the upper ureter during a calculus removal procedure under ureteroscopy performed on (B)(6) 2015. According to the complainant, a 0.8 cm calculus was present in the upper left ureter of the patient. During preparation, the physician noticed that the coil would not close and the coating of the coil had peeled. The procedure was completed with another stone cone nitinol urological retrieval coil. Additionally, there was no other visible damage with the device or the device packaging. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used in the upper ureter during a calculus removal procedure under ureteroscopy performed on (B)(6) 2015. According to the complainant, a 0.8 cm calculus was present in the upper left ureter of the patient. During preparation, the physician noticed that the coil would not close and the coating of the coil had peeled. The procedure was completed with another stone cone nitinol urological retrieval coil. Additionally, there was no other visible damage with the device or the device packaging. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.